Event description:
It was reported that the customer had an insulin pump for twenty years and she put it on vibrate mode but every two hours the insulin pump beeped with an auto off (auto suspend) alarm. She was using the auto off alarm as a reminder. There was an emergency room visit on (B)(6) 2015 for a high blood glucose level of 250 mg/dl. The glucometer was 100 points off. She was wearing her insulin pump at the time of the emergency room visit. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.